Event description:
It was reported that: "18fr manta deployed in tavr. No flow during post deployment , post angiogram revealing vessel occlusion , cutdown was performed. Successful cutdown revealed collagen and footplate was in the vessel disrupting flow. Hemostasis was successful after the cutdown. Patient was reported as fine post the procedure."

Manufacturer narrative:
Qn# (B)(4).

Manufacturer narrative:
Qn #: (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "18fr manta deployed in tavr. No flow during post deployment, post angiogram revealing vessel occlusion, cutdown was performed. Successful cutdown revealed collagen and footplate was in the vessel disrupting flow. Hemostasis was successful after the cutdown. Patient was reported as fine post the procedure."